Event description:
It was reported that the left ventricular (lv) lead had poor track ability inside the sheath and subsequent posterolateral vein resulting in three sheaths being used. The lv lead was also not taking the s shape bend for anchorage leading to repeated dislodgement during slitting. The issue was noted as a user concern by the physician. The issue was resolved by using of a fourth sheath with a replacement lead. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, ¿not taking the s shaped lead¿, and ¿lead had extremely poor track ability inside sheath¿. A complete lead was returned in one piece for analysis. The reported event of ¿not taking the s shaped bend¿ was not confirmed. The s-curve hump height was measured within specification. The reported event of ¿lead had extremely poor track ability inside sheath¿ was not confirmed. The lead could be inserted/removed into the inner catheter without any difficulty. X-ray examination of the lead did not find any anomalies. Visual inspection did not find any anomalies except the lead insulation tubing cut at the proximal region of the lead consistent with procedural damage.